Event description:
Calcar planer was found incomplete during assembling in packing area. The estimated size of incomplete part is around 4mm x 0.5mm.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Calcar planer was found incomplete during assembling in packing area. The estimated size of incomplete part is around 4mm x 0.5mm.

Manufacturer narrative:
An event regarding a damaged bushing of an accolade calcar planer was reported. The event was not confirmed. Material analysis determined the device fractured in an overload condition from the inner diameter of the bushing outwards. No material or manufacturing defects were identified. The exact root cause could not be determined as the damage was noticed during an inspection and the usage of the instrument at the time of fracture is not known. The damaged device was discovered during kit assembly; there was no surgical procedure associated with the reported event. Removal of the damaged device from inventory prevents further damage from affecting the device's ability to perform its intended use.